Event description:
Battery was autoclaved for 4 minutes at 270 degrees and left in the autoclave for approximately 20 minutes after the autoclave was complete. After removal the battery was placed on the back table and exploded spraying acid on hospital staff members. Both staff members did not need medical care, appeared to be ok.